Event description:
Patient called lfs alleging that their one touch ultra meter was readings inaccurately erratic. Medical affairs specialist spoke with patient on september 8, 2003 to obtain additional information. Patient reported blood glucose results of "456 mg/dl" and "278 mg/dl" with lifescan meter, performed within 10 minutes of each other with a nurse, patient described feeling lightheaded, shaky, and queasy during the time of concern due to not having had any food. Based on statistical methodology, the clculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer service representative walked patient through a control solution test, which fell outside the acceptable range.